Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The proximal end of the drive wire was bowed indicating proper torque of the securing component. Using a hemostat to grasp the drive wire, the clip was opened and closed. A slight catch or increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worse case position. Using the hemostats, the clip did successfully deploy on simulated tissue. The drive wire was removed from the device, visually examined and determined that the drive wire was verified to be within the appropriate mfg specifications. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the "catch" or increase in resistance felt upon closing the clip can lead to additional resistance at the handle which can cause the drive wire to detach from the handle spool. The instruction for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences of drive wire disconnection. This product was manufactured prior to implementation of this corrective action. The likelihood of occurrence is considered rare. Qa will continue to monitor for complaint trends.

Event description:
During an endoscopy procedure in the colon, the physician successfully placed four clips. A fifth clip (cook instinct endoscopic hemoclip) was advanced through the endoscope. Once the clip was attached to the mucosa, the clip would not deploy. The clip stayed in the closed position and would not release [from the deployment device]. The physician tried wiggling the catheter to facilitate clip release. The drive wire broke [likely disconnected from the handle]. The physician had to pull the catheter and clip off the mucosa, which caused more damage to the bleeding site. Additional clips were needed. A section of the device did not remain inside the pt's body. Other than applying additional clips, no other additional procedures were required. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.